Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) a right ventricular (rv) lead and a right atrial (ra) lead showed what appears capture of the rv when atrial pacing occurs, as there is a deflection on the rv and shock channel. The device paces in the ventricle as the ventricular sensing is blanked and it does not capture due to tissue being refractory. It was recommended to bring the patient in. The system of ICD, rv and ra leads remain in service. No adverse patient effects were reported.